Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings, and investigation conclusions) and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-tavr imaging was provided and revealed that there was no calcification on the native aortic valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve deployment and position resulting in malposition was confirmed based on the available information to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in a pure aortic insufficiency (ai) native annulus (lack of calcification). Therefore, it was off label operation for pure ai. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native calcific aortic stenosis replacement. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3/s3u/s3ur implant using a commander delivery system. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the patient had pure ai with lack of calcification on the native annulus, which could lead to thv insufficient anchor onto the target site (native annulus), resulting in thv being landed low or malposition. As such, available information suggests that procedure factors (off label operation - pure ai) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. The device was used in off-label implantation in the aortic position. As there is no specific IFU of training materials related to aortic procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during an off-label compassionate use case for pure aortic insufficiency, a 26 mm sapien 3 ultra resilia valve was implanted inside a native, non-calcified aortic valve. The first valve landed too low, requiring implantation of a second valve to prevent aortic insufficiency (ai). The procedure was completed successfully, and the patient was alive at the end of the procedure. There was no central ai post-tavr. The physician was advised to implant the second valve slightly higher due to the risk of embolization, as the absence of calcium reduced anchoring. The second valve was positioned appropriately, securing the initial valve.